Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited unstable threshold measurements. It was further noted that the lead may have been damaged during the patient's prior procedure. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.